Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that an arteriotomy closure of an axillary artery was attempted using a proglide device via a 6f sheath hole after an axillary balloon pump interventional procedure. It should be noted that the proglide instructions for use (IFU) states: the perclose proglide suture mediated closure system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. It is unknown if the IFU violation contributed to reported event. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a sheath separation may include, but are not limited to, aggressive manipulation during insertion, patient femoral vessel/anatomy variables. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an axillary artery was attempted using a proglide device via a 6f sheath hole after an axillary balloon pump interventional procedure. Reportedly, the black sheath separated from the guide tube. The sheath was simply removed by pulling it out manually. There was no cutting. The same suture was used to successfully achieve hemostasis. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.